Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 20 mg/dl resulting in the customer losing consciousness. Customer was administered dextrose intravenously by an emergency medical technician to address bg. A system check was performed and it was found that the customer had adjusted the basal rate to 8 units per hour instead of 0.8 units per hour. Customer acknowledged user error.